Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump. Additionally, it was reported that the customer received a power source alert. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact.